Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since the day of insertion she had sharp pain in lower left abdomen and bleeding. She had a surgery to remove the left coil and since the physician was unable to remove the coil, he removed the whole left fallopian tube, the right coil was left. She was also diagnosed with idiopathic intracranial hypertension. She did not recover from the events. The events pain in lower abdomen and bleeding (interpreted as genital bleeding) are listed while the idiopathic intracranial hypertension is unlisted in the reference safety information for essure. Since the pain in lower abdomen and bleeding started on day of insertion and continued for months and there is no alternative explanation, both events are assessed as related. However, although it is implied that the idiopathic intracranial hypertension occurred during essure use, considering that essure has only a localized action in the fallopian tubes, it is unlikely that this event is related to essure. This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring

Manufacturer narrative:
Follow-up received on 11-feb-2016 follow-up received from consumer via regulatory authority (mw5059345). Essure was inserted in 2009 with lot number 629142. The first coil was placed with minimal pain and no problems; the second coil placement caused excruciating pain. She was crying and asking the doctor to stop what he was doing and he responded that he was having a hard time placing it. Consumer stated that from the moment it started hurting, it never stopped. Doctor gave her pain pills and sent her home. For the next few months, she continued to have a lot of pain on her lower left side to the point where she was near tears almost every day. She finally persuaded the doctor that she could not take it anymore and that he would need to remove them. Doctor agreed to remove them and do a tubal ligation, however, he ended up taking out her left fallopian tube altogether and then clamping the right one and leaving the coil in the right one. Once she healed, the pain on her left side was immediately lessened and now only hurts occasionally. The right side has never hurt, but she felt that since that time, she had struggled with many difference in her health including utter exhaustion, almost constant headaches and an overall feeling of ill health. She also had to have a d and c and an ablation since placement of the coils. She felt as if all her woman parts have been ravaged since this procedure. She received mobic, tramadol, neurontin, vitamin b and vitamin d as concomitant medications. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since the day of insertion she had sharp pain in lower left abdomen and cramping and bleeding. She had a surgery to remove the left coil and since the physician was unable to remove the coil, he removed the whole left fallopian tube, the right coil was left. She was also diagnosed with idiopathic intracranial hypertension. She did not recover from the events. The events pain in lower abdomen and cramping and bleeding (interpreted as genital bleeding) are listed while the idiopathic intracranial hypertension is unlisted in the reference safety information for essure. Since the pain in lower abdomen and bleeding started on day of insertion and continued for months and there is no alternative explanation, both events are assessed as related. However, although it is implied that the idiopathic intracranial hypertension occurred during essure use, considering that essure has only a localized action in the fallopian tubes, it is unlikely that this event is related to essure. This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0268, awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. The consumer reported essure was inserted shortly after the birth of her third child. Her problems began during the procedure; the right side coil was placed with no problems, however when placing the left coil, she felt an excruciating pain that caused her to cry out to the physician to stop immediately, the pain was worse than labor contractions, at the end she was sobbing in so much pain; when the physician returned, the pain was less sharp. From the day of insertion on, she was miserable with sharp pain in lower left abdomen, cramping, bleeding, headaches, aches and pains throughout her body, extreme fatigue, and overall malaise. She stated that this continued for months. She repeatedly reported her symptoms to her doctor and he scheduled a surgery to remove the coils. She was told after the surgery, that he was unable to remove the left coil, so he just took out the whole fallopian tube. He stated he was also unable to remove the right one as well but since she wasn't complaining about pain on right side, he decided to leave it, and just clamped her fallopian tube. She literally cried for days as she still was left with one of the coils inside her body. The symptoms still continued. Her doctor then tried a dnc, then a uterine ablation. She stated that, at time of the report she has unexplained symptoms and recently was diagnosed with idiopathic intracranial hypertension, a condition that has been linked to some forms of birth control and however she could not help but to wonder if essure is responsible for this as well. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since the day of insertion she had sharp pain in lower left abdomen and bleeding. She had a surgery to remove the left coil and since the physician was unable to remove the coil, he removed the whole left fallopian tube, the right coil was left. She was also diagnosed with idiopathic intracranial hypertension. She did not recover from the events. The events pain in lower abdomen and bleeding (interpreted as genital bleeding) are listed while the idiopathic intracranial hypertension is unlisted in the reference safety information for essure. Since the pain in lower abdomen and bleeding started on day of insertion and continued for months and there is no alternative explanation, both events are assessed as related. However, although it is implied that the idiopathic intracranial hypertension occurred during essure use, considering that essure has only a localized action in the fallopian tubes, it is unlikely that this event is related to essure. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 24-may-2016: quality-safety evaluation was updated: lot number: 629142; production date: jan-2009; expiration date: jan-2012. In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since the day of insertion she had sharp pain in lower left abdomen and cramping and bleeding. She had a surgery to remove the left coil and since the physician was unable to remove the coil, he removed the whole left fallopian tube, the right coil was left. She was also diagnosed with idiopathic intracranial hypertension. She did not recover from the events. The events pain in lower abdomen and cramping and bleeding (interpreted as genital bleeding) are listed while the idiopathic intracranial hypertension is unlisted in the reference safety information for essure. Since the pain in lower abdomen and bleeding started on day of insertion and continued for months and there is no alternative explanation, both events are assessed as related. However, although it is implied that the idiopathic intracranial hypertension occurred during essure use, considering that essure has only a localized action in the fallopian tubes, it is unlikely that this event is related to essure. This case is regarded as incident since a device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring